Event description:
It was reported that the setscrews on this subcutaneous implantable cardioverter defibrillator (s-ICD) were stuck during an explant procedure for normal battery depletion. Boston scientific technical services (ts) was contacted, and ts provided possible solutions. They tried different torque wrenches, heparinized saline turning clockwise and then counterclockwise, but the setscrews remained stuck. They were eventually able to get the setscrew loose. The s-ICD was successfully explanted and replaced. No adverse patient effects were reported.